Event description:
It was reported that the patient had a lead revision in 2009. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID neu_unknown_ext, serial# (B)(4), implanted: 2007 (B)(6); product type extension product ID neu_unknown_lead, serial# (B)(4), implanted: 2007 (B)(6); product type lead product ID 3387-40 lot# j0357337v, implanted: 2004 (B)(6); product type lead product ID 748251, serial# (B)(4), implanted: 2004 (B)(6); product type extension. (B)(4)